Event description:
It was reported that during a prostate procedure, the fiber "cap was just a little loose, but did not detach". A second fiber was used to complete the case. Reportedly, "no harm to pt".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Failure analysis: the glass cap detached. The fiber is broken proximal to glue zone. The fiber cap was not returned with product. The fiber/cap conditions would result in forward firing. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/ user handling due to anatomical/procedural factors encountered during the procedure.